Manufacturer narrative:
Additional information; the investigator assessed the event as possibly related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the patient death as a cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted into the rca. Approx nine months post index procedure the patient suffered acute coronary syndrome. It was reported that the patient suffered cardiac arrest. The patient died. The patients death was classified as sudden cardiac death. The investigator assessed the event as not related to the index device and unlikely to be related to anti-platelet medication. Safety assessed the event as not related to the index device or anti-platelet medication.